Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2017 and the procedure was abandoned. The physician repositioned the lead multiple times but was unable to provide adequate coverage in the targeted pain areas. The patient was referred to a neurosurgon. Surgical intervention may be pending to address this issue.